Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30jul2019. The biomed reported that the reported condition could not be duplicated. The product support engineer (pse) advised the customer over the phone to get a clean mask and hose and try placing it in standby mode using a mask. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator was not going into standby mode when they took the mask off the patient. It was reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.